Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy. Technical services (ts) was consulted and discussed stored data as well as programming, with oversensing of noisy signals noted in the primary sensing vector. X-ray imaging was performed and further in clinic examination was performed, with the device reprogrammed to thew secondary sensing vector. This device remains in service. No additional adverse patient effects were reported.